Event description:
Complaint: the pump reads as if it is infusing, however it did not have a set in it.

Manufacturer narrative:
Investigation evaluation: the "run" led is an issue bbraun medical inc is aware of in which the outlook es safety infusion system may halt infusion but the "run" light emitting diode (led) on the display continues to advance as if the pump were infusing. The pump emits a backup alarm, but there are no visual indicators that the infusion has stopped. Bbraun has initiated (B)(4), which addresses this issue by upgrading the main processor board and the pump's main software. These upgrades eliminate the inability of the door processor "run" led to respond with adequate indication of pump functionality when the main processor malfunctions. The reporting facility reported no pt injury occurred as a result of the device malfunction. Please reference manufacturer's field correction # 1641965-08/24/11-001-c and recall # z-0051-2012. Note: this medwatch is being filed retrospectively.